Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the footswitch found no physical damages. Functionally, after connecting the footswitch the device immediately activated bipolar without being pressed. Pressing the footswitch resulted in no change, the device continued to activate. The footswitch was opened and inspected. The metal switch inside the assembly was observed to be stuck in the "on" position. Gently pressing on the switch released the lever and the device then functioned properly, only activating when pressed. Further inspection found excess epoxy on the switch assembly, resulting in the stuck lever. It was reported that the output sound was generated by itself even without stepping on it. The reported issue was confirmed. The most likely cause was traced to quality control deficiency. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, when the device was connected to the unit for the inspection immediately after delivery, the output sound was generated by itself even without stepping on it. The unit operated normally when another device was connected. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, serial# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.